Event description:
A malfunction was reported on the pump by the caller, but there were no notable events leading up to this issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the malfunction code did not recur after resetting. The customer can continue using the pump and was advised to call back if the malfunction recurs.